Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was secured in the handle assembly slot when received. The trip wire was also rolled in the handle assembly, but was kinked. It was possible to observe that the slack was removed properly, the suture loop was intact and the crimp was present on the tripwire. The suture was detached from the ligator head and was attached to the trip wire. Further analysis noted that the suture was unraveled to verify the suture knots and they were intact, but the suture hole was torn and the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. It is likely that while the device was introduced into the patient body, device could be knocked against the mouth guard used in endoscopy or interaction with other devices could cause the teeth to get damaged. Once the ligator head teeth are damaged, an additional tension force is added to the suture and this tension could cause an improper deployment of the bands. Also, the tripwire was found kinked. This could occur during the device setup while securing the tripwire onto the handle slot or by rotating the handle during the use of the device. Therefore, it is an expected failure on the device. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. Accoring to the complainant, during the procedure, the band could not be fired. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Reportedly, further information stated; the slack was not removed after the device was attached to the trip wire, the trip wire was not secured in the handle slot and the ligator shrink wrap was removed earlier in the setup process, which are not described within the instructions for use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band could not be fired. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Reportedly, further information stated; the slack was not removed after the device was attached to the trip wire, the trip wire was not secured in the handle slot and the ligator shrink wrap was removed earlier in the setup process, which are not described within the instructions for use. There were no patient complications reported as a result of this event.